Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a screen problem. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4; d9;e2; e3; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected fields- e1 event site telephone. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The touch screen was not responding to touch. The fse replaced the touch screen assembly (0160-00-0123). The unit was tested to manufacturer's specifications. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 29 apr mar 2025. The failure analysis and testing dept. Received part number 0160-00-0123 lcd display serial number (B)(6) with a reported unit failure of problem with touchscreen and keyboard. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0160-00-0123 lcd display serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the display to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Proceeded to calibrate the touchscreen. The touchscreen could not be calibrated. The fat dept. Was receiving the error that the verification of calibration failed, after two attempts to do so. The touchscreen failed testing. The fat dept. Replicated the complaint of a touchscreen problem experienced by the customer. Retaining part number 0160-00-0123 lcd display serial number (B)(6) in the fat dept. Per procedure number 0002-07-d016 rev. At. The most probable root cause is component reliability.